Manufacturer narrative:
Result: the first benchmark was kinked approximately 2.0 cm from the distal tip. The second benchmark was kinked approximately 24.0 cm from the distal tip. Conclusion: the complaint has been evaluated. The complaint indicated that the physician attempted to advance the benchmark through a 6 french sheath and it became kinked. The benchmark was removed and the physician attempted to advance a new benchmark. The second benchmark became kinked while advancing into the sheath as well and was removed. The procedure successfully continued using a new benchmark and an 8 french sheath. Evaluation of the returned devices confirmed both were kinked. This type of damage typically occurs if the benchmark is improperly handled during use. If the benchmark is manipulated forcefully or at angle during insertion into a sheath, the catheter shaft may kink due to excess force and bending. These devices are 100% visually inspected for damage during process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This MDR is associated with MDR 3005168196-2015-00557.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Please note that additional information was received on 11/24/2015. Therefore, the following sections have been updated: patient identifier; date of birth. Based on the additional information, a correction was made to section age at time of event.

Event description:
The patient was undergoing a medical procedure using a benchmark delivery catheter. During the procedure, the physician attempted to advance a benchmark delivery catheter through the 6 french sheath and it became kinked. The benchmark catheter was removed and the physician attempted to advance a new benchmark catheter. The second benchmark catheter became kinked while advancing into the sheath as well and was removed. The procedure successfully continued using a new benchmark delivery catheter and an 8 french sheath. There was no report of an adverse effect on the patient.